Event description:
The user experienced sampling problems on the analyzer and stated several erroneous results were generated. Of the data provided, one result for creatinine was found to be discrepant. The initial result of 5.0 mg per dl was reported and was questioned by the physician. The test was repeated on the p2 analyzer and a result of 1.0 mg per dl was generated. The results were then corrected. No adverse effects were incurred by the pt. The field service rep determined there was a fluidics failure and cleaned and lubricated the rinse nozzle. To verify the analyzer operation, he observed the operation with no errors and performed a precision test.